Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal of phase. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or error test due to motor anomaly. However, the insulin pump received with operating currents within specification.

Event description:
Customer stated that the insulin pump alarmed motor error. The insulin pump is stuck in rewind. Customer hospitalized due to allergic reaction to other medication. Customer has disconnected from the insulin pump. Nothing further reported.